Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The surgeon was inserviced in (B)(6) and again in (B)(6) after the occurrence of this event. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that the device was used during a single site laparoscopic cholecystectomy. The case was performed with no issues, the patient may have been released. Three days post op, the patient returned and it was diagnosed there was a bile leak. A test was performed to locate the leak. It is unknown if or what was done to control the bile leak. Unknown patient consequence. The device was discarded.